Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for heart failure and recurrent mitral regurgitation. It was reported that on (B)(6) 2018, two clips were implanted treating grade 4+ functional mitral regurgitation (mr), reducing mr to grade 1+. Approximately two weeks post procedure, worsening heart failure was noted. The patient began to experience increased dyspnea and was re-hospitalized for worsening heart failure. Medications were adjusted, and the patient was discharged to home. During the 30-day follow up, dyssynchronous contractions were seen on transthoracic echocardiogram and the patient was placed on a waiting list for cardiac resynchronization therapy defibrillator (crt-d) implant. An echocardiogram was performed on (B)(6) 2019 and noted that mr increased to grade 3+. There was no leaflet or chordal damage noted. There was no additional information provided.

Manufacturer narrative:
Patient codes: 1729 labeled. Internal file number - (B)(4). The reported patient effect of atrial fibrillation is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Subsequent to the previously filed medwatch reports, the following information was received: on (B)(6) 2019, a cardiac resynchronization therapy defibrillator (crt-d) was implanted. On (B)(6) 2019, the patient was re-hospitalized for a bundle of his ablation procedure, due to atrial fibrillation with high ventricular rate in combination with reduced left ventricular function and sub-optimal biventricular pacing. The patients condition resolved on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of arrhythmia, dyspnea, worsening mitral regurgitation (mr) and worsening heart failure are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was provided: echocardiogram was performed on (B)(6) 2019 and noted that the mitral regurgitation had increased to grade 2+. No additional information was provided.